Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-13999mf serial/batch number (B)(6) was received for evaluation. Functional testing with a needle and suture found that the instrument does not close the jaw completely. Visual inspection found that the top jaw did not close entirely when the finger was pressed. The cause of the reported failure is a user error in mishandling the instrument.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/18/2025, it was reported by a sales representative via (B)(4) that an ar-13999mf scorpion jaws are not clamping. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-13999mf, serial/batch number (B)(6) was received for evaluation. Functional testing with a needle and suture found that the instrument does not close the jaw completely. Visual inspection found that the top jaw did not close entirely when the finger was pressed. The reported failure is caused by an internal manufacturing issue. To address the issue, a non-conforming result (ncr) will be opened.